Manufacturer narrative:
Product has been discarded; therefore, not returned to 3m for analysis. 3m¿ is unable to verify the leak, identify exact location and root cause without the sample. Base on the problem description, this was likely a solvent bond leak. Larger od tubing corrective action implemented (B)(6) 2020. This lot was manufactured prior to the implementation of corrective action. 3m¿ will continue to monitor.

Event description:
A hospital alleged 3m¿ ranger¿ high flow disposable set, model 24355 leaked at the distal end of the auto-venting trap. No injury was reported.